Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors and lead fracture was observed on the riata rv lead. Lead was explanted and a new lead was implanted. No further information available.